Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter did not power on with button depression or with strip insertion. The meter was sent for further investigation and de-cased. Upon visual inspection, liquid contamination was observed. No malfunction or product deficiency was identified. The issue is not confirmed due to a use issue. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customers daughter reported the customer was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer visited an hcp to have her glucose checked and an unspecified "high reading" was obtained on the hcp meter. Cutomer was diagnosed with hyperglycemia and treated with 18 units of insulin (type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customers daughter reported the customer was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer visited an hcp to have her glucose checked and an unspecified "high reading" was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and treated with 18 units of insulin (type unspecified). There was no report of death or permanent impairment associated with this event.